Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2023, the product in question was used in the surgery via tka for oa on knee. In the surgery, the surgeon pointed out that there was something wrong with the pin adapter. There seemed to be something wrong with the mechanism to grip and pull the pin out. The said product was hard to use but it hardly affected the surgery at all. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found nothing indicative of a device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with the attune pin puller and depuy synthes pal jrz pin samples, the pin puller was able to grab and retrieve the pins without problem from the hard styrofoam block used. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the attune pin puller would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on (B)(6) 2023, the product in question was used in the surgery via tka for oa on knee. In the surgery, the surgeon pointed out that there was something wrong with the pin adapter. There seemed to be something wrong with the mechanism to grip and pull the pin out. The said product was hard to use but it hardly affected the surgery at all. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3